Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology due to posterior leaflet restriction. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda).it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr returned to 4. Two additional clips were implanted for stabilization, reducing the mr to 2. There was a good patient outcome. No additional information was provided.